Manufacturer narrative:
The field service engineer (fse) performed a successful high sensitivity system check and carryover test. The fse noted pipettors 1 and 2 have drops forming on the tips after carryover test. The fse performed ultrasonics adjustment on all pipettors. The fse tightened the probe and tubing nuts to have the correct adjustment range. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturers published performance specifications and was returned to normal operation. In conclusion, based on the supplied information, the cause of the vitamin b12 imprecision appears to be hardware or system related, however, a definitive cause has not been determined.

Event description:
The customer reported non-reproducible vitamin b12 results for three patients involving the unicel dxi 800 access immunoassay system. Patient #1 obtained an initial result of >1,500 pg/ml. A 1:5 sample dilution generated a result of 264 pg/ml. The sample was retested, on the same instrument, and generated values of 501 pg/ml, 640 pg/ml (1:5 dilution), 528 pg/ml (1:2 dilution), 619 pg/ml (1:5 dilution #2), and >1,500 pg/ml (retested with filter inserted tube). Patient #2 obtained an initial result of >1,500 pg/ml and retest results of 205 pg/ml, and 312 pg/ml (1:5 dilution). Patient #3 obtained an initial result of >1,500 pg/ml and a retest value of 520 pg/ml (1:5 dilution). None of the results were released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated there were no hardware or assay issues noted at the time of the event. Quality control (qc) and system check were within specifications prior to and after the event. The patients¿ samples were collected in 13x100 mm lithium heparin tubes with gel and centrifuged in an automation centrifuge or at 3,600 rpm (rotations per minute) for five minutes, at room temperature. The samples were analyzed from the primary tubes. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.